Event description:
The customer called and reported his blood glucose went down to 47 mg/dl and no alarms went off on the insulin pump. Upon reviewing settings, it was found that glucose alerts were turned off. Assistance was provided with turning these on. Customer disconnected call before details regarding low blood glucose could be obtained.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.